Event description:
It was reported that the usb cable broke and a piece was stuck in the usb port. There was no impact to the customer's blood glucose level. Customer was able to remove the broken piece from the usb port and was able to charge the pump. A replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.